Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00373 is a duplicate of MDR# 3006575795-2024-00514. Refer to 3006575795-2024-00514 for event details. Reference to complaint #: (B)(4).

Manufacturer narrative:
There is previous complaint # (B)(4) on the device. Device return requested. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow up MDR will be submitted with the additional new information. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 06/03/2024, znyo medical received a report from the customer stating they had a system error code, with a grinding sound and the pump would not drip. No patient harm/injury reported.